Manufacturer narrative:
Device was used for treatment, not diagnosis. No known patient involvement. Date of breakage is unknown. Device is an instrument and is not implanted/explanted. Device has arrived for investigation. Initial reporter is the company representative; facility and contact information is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported from the loan set department, that during inspection of the ortho kit a specialist found two broken instruments. The working slot of the screwdriver is broken. The other part drill bit ø 2.0/1.15mm, cutting part of the drill is broken. Broken parts were not returned. No patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device part number: 310.221 synthes lot number: f-15694 manufacturing location: selzach supplier: sphinx werkzeuge ag release to warehouse date: 10.mar.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: the visual inspection has shown that approximately 5 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required. The measurements of the hardness after the hardening procedure were between 612-625 hv 5 also within the specification of 580 +60/0 hv 5. This lot of 143 pieces was manufactured in march 2014 according to our specification. Based on these findings we exclude any manufacturing related issue. Measurement outer diameter ø2.0: drawing sm_105307. Gage: 3-01-19788 tolerance ø2.0 0/-0.03 result: ø1.97 "pass" based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H10 corrected data: d4: UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.